Event description:
It was reported that during the time the epidural catheter was being used to infuse morphine hydrochloride and marcaine, the pt became delirious and was acting violently, during this time, the catheter was stretched excessively and separated at a point 7cm from the catheter tip. The distal portion of the catheter remained in the pt. The distal portion was removed under general anesthesia. There were no pt complications.